Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) in the bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, when the stent was placed and the guidewire was removed, the physician noticed the stent was still not completely free. The physician removed the endoscope with the delivery system from the patient. When the delivery system was taken out from the endoscope, the guide catheter was detached from the main catheter and was stuck in the distal end of the endoscope. The broken guide catheter was removed by hand. Reportedly, the stent was not displaced and was successfully implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) in the bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, when the stent was placed and the guidewire was removed, the physician noticed the stent was still not completely free. The physician removed the endoscope with the delivery system from the patient. When the delivery system was taken out from the endoscope, the guide catheter was detached from the main catheter and was stuck in the distal end of the endoscope. The broken guide catheter was removed by hand. Reportedly, the stent was not displaced and was successfully implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter state: (B)(6). Block h6: device code 1069 captures the reportable event of guide catheter broken. Block h10: the returned advanix rx bili preload was analyze, and a visual evaluation noted that the pull wire was fully retracted when received. The push catheter was kinked approximately at 2cm from the distal end. The suture was detached from the device and the suture hole was slightly torn. The guide catheter was kinked/bent in several locations and it was detached from the delivery system. The stent was not returned for analysis. A media inspection was performed, a picture was attached to the record and the device and the guide catheter was detached from the delivery system and also it was kinked. The reported event was confirmed. Based on the product analysis, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering could have contributed with the damages observed (push catheter/guide catheter kinked/bent) kinks/bends on the delivery system can cause friction between the components at kinked/bent areas, this would result in difficulties to deploy the stent. Continued attempts to retract the pull wire/guide catheter or force applied to the device to release the stent can detach the guide catheter, suture hole torn indicates that the suture was placed on the device, however it was submitted to tension forces that resulted in the detachment of the suture. Therefore the most probable root cause for this event is adverse event related to procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction: block d1 (brand name) block h11: correction: block d1 (brand name).